Event description:
It was reported that, during a tka, when a nurse peeled the outer tyvek sheet, the inner tyvek was also peeled with the outer one. A spare product (same cat #) was used.

Manufacturer narrative:
The event was confirmed. Visual inspection: the product box, implant stickers, opened outer blister, and the partially sealed inner blister and its contents were returned. The reported event was confirmed. A corner of the inner tyvek lid was peeled back. This is likely the corner that was reported to have been peeled along with the outer lid. When the corner was lifted, it was noticed that the inner lid was stuck to the foam. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: visual inspection of the returned indicated a corner of the inner tyvek lid was peeled back. This is likely the corner that was reported to have been peeled along with the outer lid. When the corner was lifted, it was noticed that the inner lid was stuck to the foam. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo. Packaging innovations released a memo regarding lidstock/foam sticking complaints dated sep-2009 stating: stryker orthopaedics currently utilizes a void-filling approach to sterile product packaging. Product is placed in the package and supported with foams of various sizes, and these configurations are then validated. The foam serves to protect both the product and the package, preventing the product from moving within the package and damaging the sterile barrier. As the purpose of the foam is to tightly constrain the product, these package configurations are designed to reduce open space. As a result of this critical design function, sporadic issues of foam sticking to the package tyvek lidstock have been reported. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these complaints will not be addressed through a design change.

Event description:
It was reported that, during a tka, when a nurse peeled the outer tyvek sheet, the inner tyvek was also peeled with the outer one. A spare product (same cat #) was used.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.